Event description:
It was reported that after the implant procedure, the patient was experiencing excruciating pain in the right foot and toes and was prescribed pain medication. The physician believed that the pain was not device related. The patient was doing well postoperatively, and the foot pain has been resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(6). Batch: (B)(6).